Event description:
Pt reported obtaining a blood glucose result of 465 mg/dl, while using the suspect device. Pt indicated that, based on this result, he delivered 7 units of fast-acting insulin. Pt stated that, approximately 6 hours later, he began seizing, while sleeping. Pt's spouse reportedly phoned emergency medical services, and upon their arrival 30 minutes later, pt's blood glucose measured 20 mg/dl (on paramedics' blood glucose monitor). Pt stated that he was treated with intravenous fluids (described by pt as "sugar-water"). Pt was not transported to the hosp for additional treatment. Quality control testing was performed on the suspect device (on the day of the report) and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.